Event description:
Envoy medical corp. (Emc) was notified on july 3, 2024 of a wound breakdown. Patient had a battery change in (B)(6) 2023. Surgeon reported that the patient did not contact them until two months after the exposure started. No infection was alleged or reported to envoy. Patient was explanted and their ossicular chain reconstructed on (B)(6) 2024 to allow the area to heal. Patient/clinical history with emc: on (B)(6) 2012 - implant. On (B)(6) 2012 - activation. On (B)(6) 2013 - fitting. On (B)(6) 2014 - fitting. 11/12/2014 - sound event. On (B)(6) 2015 - battery check. On (B)(6) 2016 - battery change. On (B)(6) 2019 - battery change. On (B)(6) 2023 - battery change. On (B)(6) 2024 - explant.

Manufacturer narrative:
N/a